Event description:
Pt called to inquire how to deliver a bolus. Pt hospitalized for hypoglycemia. Went to bed on 10/15 with blood glucose at 359 and had delivered bolus. At 2am, blood glucose down to 269 and no additional bolus given. Awakened by husband in morning, blood glucose down to 27, paramedics called, transport to hosp. Hosp nurse called tech services, reviewed pump set-up and discovered higher basal rates than recommended for pt. Nurse agreed the high basal rate setting would cause the morning lows that pt was experiencing. Settings changed to physician prescribed settings. Pump not returned.